Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported failure was caused by a faulty pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported pressure transducer test failure was not reproduced when the returned pcb was tested in a reference ventilator. However it could be noticed that the measured offset from the returned pressure transducer showed a high drift within a short time. This indicates instability in the pressure sensor. During ventilation the measured peep (positive end expiratory pressure) was higher than set. The conclusion is that the offset drift of the pressure sensor on the returned pcb is the cause of the reported failure. The root cause of the drift has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).